Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -06.00/+1.5/094 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The patient reported post-op color distortion, mainly in blue tones. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.